Manufacturer narrative:
Concomitant medical products: product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014. (B)(4).

Event description:
The patient reported that she fell down the stairs, her wires pulled loose, and she had to get new wires put in. If additional information is received, a supplemental report will be submitted. Indication for use included spinal pain and radicular pain syndrome (radiculopathies).

Event description:
Additional information received from the patient reported that they could still feel the stimulation from their implantable neurostimulator (ins) even when it was off. The issue started a few months ago since a revision in (B)(6) 2016. The patient saw the manufacturer¿s representative a month ago who told them ¿everything was fine¿. The patient was going to follow up with their healthcare professional (hcp) for the issue.